Manufacturer narrative:
Analysis of the device history logs reveals the issue was a result of failures in both the processor pca (printed circuit assembly) and the therapy pca. The processor pca and the therapy pca were replaced resolving the issue. The primary label was also replaced, as it was faded and contributing to the issue. The fse confirmed the device was operational after repairs were completed and the device remains at the customer site.

Event description:
Philips received a complaint on the defibrillator indicating that the unit was switching off unexpectedly. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The faulty therapy pca and the faulty processor pca was returned to philips for failure analysis. The components were fixtured on a golden board for testing. Both pcas passed all operational checks, functional tests and general testing with no noted issues. The customer's reported issue was not verified. There was no problem found in either pcas. The components are archived/retention. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.